Manufacturer narrative:
Updated field(s): describe event or problem device evaluation: the product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering over half of the balloon. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 26.7cm from iab tip. Additionally two kinks were found on the inner lumen within the membrane approximately 1.3cm and 2.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing reported problems the insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately one day of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated an alarm requiring it be shut down. The insertion was reported to be axillary, which is not the method described in the device instructions for use. After shutting down, the customer noticed blood in the helium tubing so they kept the iabp off. They were reminded that the iab should not sit idle longer than 30 minutes for risk of thrombus formation and entrapment. The md was called to the bedside and the patient was noted to be hemodynamically stable. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated an alarm requiring it be shut down. After shutting down, the customer noticed blood in the helium tubing so they kept the iabp off. They were reminded that the iab should not sit idle longer than 30 minutes for risk of thrombus formation and entrapment. The md was called to the bedside and the patient was noted to be hemodynamically stable. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: administrator/ supervisor, cticu manager additional initial reporter: (B)(6), cticu rn / (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).